Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the papilla of oddi during endoscopic sphincterotomy (est) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the physician tried to perform endoscopic sphincterotomy with ultratome, there was clicking sound in the handle of the device and seen in the endoscopic image that the cut wire was oriented in the wrong direction. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6 (device codes): problem code 3009 captures the reportable event of incorrect cutting wire orientation. Block h10: the returned ultratome xl was analyzed, and visual evaluation noted that the exposed cutting wire was bent. No other issues with the device was noted. Functional inspection was performed by introducing the device through the scope, and during that test the initial orientation of the device was within specifications. The reported event was confirmed. The exposed cutting wire was bent which caused the device wire incorrect orientation during the procedure. Exposed cutting wire bent is an issue caused during manipulation of the device or due to the interaction with the endoscope or with other devices, also caused during insertion of the device into the scope. Therefore, the most probable cause of this complaint is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(Initial reporter address): (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the papilla of oddi during endoscopic sphincterotomy (est) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the physician tried to perform endoscopic sphincterotomy with ultratome, there was clicking sound in the handle of the device and seen in the endoscopic image that the cut wire was oriented in the wrong direction. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.